Manufacturer narrative:
The reported event is unconfirmed. Photo: received three (3) photo samples. First and second photo samples showcase an overview of a 2-way catheter. Third photo sample showcases a piece of paper with native writing. Visual: received one (1) used 2-way catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a risk and labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff did not inflate. It was noted that no abnormalities were detected throughout the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff did not inflate. It was noted that no abnormalities were detected throughout the catheter.